Event description:
Clinical study. Same case as 6000089-2006-01961. It was reported that 27 days after a coronary drug eluting stenting treatment procedure, the patient expired. Lesion 1 was a 3.5mm, 90% stenosed, 8mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.50x12mm study stent. Lesion 2 was a 2.8mm, 90% stenosed, 10mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.75x28mm study stent. The patient expired 27 days after the initial procedure, prior to discharge. In the opinion of the physician, the cause of death was congestive heart failure and was possibly related to the taxus liberte' stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.